Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. No button error alarms were noted. The pump also had a cracked lcd window, a cracked case near lcd the window corner, a scratched reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, and a stained end cap sticker.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.